Manufacturer narrative:
The blower assembly was returned for failure investigation. The blower passed all testing. The reported complaint of a noisy blower was not duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
The customer reported to philips that the blower assembly was making noise while in use. The device was in use at the time of the event. A good faith effort was made and the customer stated that the ventilator was working properly for the patient, but had noisy operation. There was no report of patient or user harm. The device was evaluated by the customer who confirmed via good faith effort that the blower assembly was replaced to resolve the issue. A good faith effort was made to the customer who stated that the blower assembly was replaced to resolve the issue. The device was placed back into service and then the device had an issue with the low leak alarm.